Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant. During implant both discs of the occluder took on mushroom shapes. The occluder was removed from the patient and a new unknown device was implanted. The patient status was stable.

Event description:
It was reported on 03 march 2025 a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During implant both discs of the occluder took on mushroom shapes. The occluder was not released from the delivery cable. The occluder was removed from the patient and a new 30mm amplatzer multi-fenestrated septal occluder - cribriform was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.